Event description:
Healthcare professional reported left side "possible implant failure". Per ultrasound "thickening of fibrous capsule", "left breast implant irregular in contour with partial disruption/discontinuity of implant shell extending from 1 to 3 o clock". The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.7; g.3; h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant failure and possible fracture.

Event description:
Healthcare professional reported left side failure and possible fracture noted on ultrasound. The device remains implanted.